Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) revealed right atrial (ra) lead non-capture. The recent ra threshold measurement was 4v @ 0.4 ms, and the programmed output was 2v @ 0.4ms. Further evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that the patient was recently at the hospital due to recurrent ventricular tachycardia (vt). The vt converted, and the patient was sent home. The most recent in-clinic right atrial (ra) threshold measurement was 1v at 0.4ms, and output was was set to 2v. The following physician was contacted for additional information and stated that no reprogramming was performed and they were unfamiliar with the initial reporter. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) revealed right atrial (ra) lead non-capture. The recent ra threshold measurement was 4v @ 0.4 ms, and the programmed output was 2v @ 0.4ms. Further evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported.